Manufacturer narrative:
Model number: 720185-01; lot number: 931912012; model description: reservoir flat iz 100 ml. (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) will be explanted due to a lack of axial rigidity and left cylinder evolving to lateral distal extrusion leaving the penis not functional. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.